Event description:
It has been reported to co that during the procedure the gasket of this device dislodged. Reportedly, upon withdrawing the dilator there was no valve, only a "constant stream of blood". The device was removed and replaced. The pt is reported as fine and the device is being returned for co's analysis.